Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information received that the reason for revision was for an upgrade to an magnetic resonance imaging (MRI) conditionality device. The patient was doing well postoperatively and the explanted ipg was not returned as it was disposed by the facility.